Event description:
Customer reported device = hi and repeat = 81 mg/dl. Within 1/2 hour, a lab=121 mg/dl. No treatment given. Controls were in range. A request was made for return product and replacement product was sent.